Event description:
It was reported that the physician saw dropped paced beats during the implant while the device was not in the pocket. The device was programed not to inhibit but did not deliver pacing beats as expected. Once the device was placed inside the pocket of the patient, the device operated as normal. The device was implanted with no further issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).